Event description:
Physician opened package of a 36 inch blood collection set. The set had an incorrect needle attached to the end. The needle was supposed to be a 17-gauge vein needle, but had a 15-gauge stopper piercing needle on the end.